Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip was stuck on the catheter. Reportedly, they manipulated the scope and continued to wiggle deployment handle to release but the spring in the handle was noticed to be broken after the deployment attempt. The same issue occured with the second resolution 360 clip device, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device, the control wire in the handle section was kinked providing evidence of the difficulty releasing the clip from the catheter. Microscope examination was performed, and no failures were found. Dimensional examination was performed on the bushing outside diameter, and it was observed to be within specification. A dimensional examination was performed between the hooks of the bushing, and it was observed to be within specification. The investigation concluded that, without analysis of the clip assembly part of the device, there is a lack of objective evidence or descriptive conditions of the event required to determine a definitive root cause of the event. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip was stuck on the catheter. Reportedly, they manipulated the scope and continued to wiggle deployment handle to release but the spring in the handle break after attempt. The same issue occurred with the second resolution 360 clip device, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip was stuck on the catheter. Reportedly, they manipulated the scope and continued to wiggle deployment handle to release but the spring in the handle break after attempt. The same issue occurred with the second resolution 360 clip device, and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the clip assembly was not returned with the device. It was also observed that the control wire at the handle section was kinked, confirming the difficulty releasing of the clip from catheter. Microscope examination was performed, and no failures were found on the bushing section. Dimensional analysis was performed on the bushing outside diameter to further analyze the deployment issue, and it was confirmed to be within specification. A dimensional analysis was also performed between the hooks of the bushing, and both side a and side b were within specification. No other issues were noted. According to the evidence, it is possible that during the procedure, the clip was tried to be deployed, however the device was placed in retroflexed position whereby the customer faced problems to release it, consequently an extra force was applied in the handle to tried to get the deployment, causing the observed control wire kinked. Besides, according to the instructions for use (IFU) "passage of the resolution 360 clip through a retroflexed or tortuous path, may result in the clip separating from the catheter and potentially kinking or damaging the device". It is most likely that as a result of use the device in a difficult position (retroflexed) the device got damaged and it caused that the clip may not have deployed correctly. The reported event was confirmed. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.